Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had internal serial number mismatch. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue ¿internal serial number mismatch¿ was confirmed. Received on 10-jul-2025, pcu unit was received unboxed and with paperwork. Visual inspection confirmed the stated failure. Workmanship at bd manufacturing. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Recommend bd san diego repair center to match the internal serial with the external serial number. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had internal serial number mismatch. There was no patient involvement.